Event description:
It was reported that when the locking screw was engaged in the lip of the variax fibula plate, the screw couldn't get a grip of the lip. The surgeon used a non-locking screw instead and completed the surgery.

Manufacturer narrative:
Investigation in progress but not yet completed.